Event description:
After my period and using kotex regular absorbancy tampons, I noticed an increased vaginal discharge. After several days a brown material passed from my vagina in the vaginal secretions. Upon further inspection, it was noted that it was an old blood soaked tampon piece. I went to the md and have developed a bacterial infection as a result.